Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4) for evaluation. In the evaluation, the reported phenomenon was not duplicated, even if the subject device was angulated and manipulated. In addition, the evaluation confirmed the following. The three transducers were found damaged but this does not significantly impact the processed us image. Crush marks evident and delamination evident were found at the insertion tube. Air leak was confirmed at the scope connector. Sign of water ingression was confirmed at the inside of the device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported fault has not been identified at this time. However, the possibility cannot be excluded that the fault was caused by the following sequence of events: the device handling at the customer caused damage to the insertion tube; the water invaded inside the endoscope and it caused a temporal electrical short circuit of the ultrasonic probe resulting in the abnormal imaging. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the only half of the ultrasound image disappeared during an unspecified procedure using the subject device. Because of this fault, the user facility gave extra anaesthetic to the patient. The user facility replaced the subject device with similar device and completed the procedure once. However, the user facility could not obtain the result expected for the procedure and is planning to perform a procedure again. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".